Manufacturer narrative:
Approximate age of device ¿ 42 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient presented with mild dyspnea, increased fatigue from baseline and lower extremity swelling. The patient also experienced left sided chest pain, which was described as very sharp and sometimes extreme (rated on a pain scale as a 10 out of 10). The patient's pump powers were reported to be elevated more than 2 watts from baseline and went above 10 watts during some pulsatility index (pi) events. The patient's inr was subtherapeutic at 1.7. The patient was admitted for treatment and observation. No physical or laboratory signs of hemolysis were noted. An echocardiogram showed a decompressed left ventricle and no aortic valve opening. The patient responded well to diuretics and was treated with heparin for the sub-therapeutic inr. The pump speed was adjusted down based on the echocardiogram findings. The patient was observed for several days. The power and flow remained mildly elevated, but no other signs of thrombus or hemolysis were observed. The patient was discharged with a therapeutic inr. It was reported that the event resolved on (B)(6) 2015.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.